Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant the patient was symptomatic bradycardia. The right ventricular (rv) lead exhibited unstable thresholds at max output and high thresholds with no capture. Dislodgement was suspected and the lead was reprogrammed, explanted and replaced. No further patient complications have been reported as a result of this event.